Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicates the physician is reported to be trained in use of the starclose se device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the device failed to deploy was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an endovascular procedure. Reportedly, the device failed to deploy. The device was removed and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. It is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.